Event description:
A 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in a patient with omi. The target lesion, located at bifurcation of lad #7 was described as calcified and was pre-dilated. The relevant stent was deployed overlapping one other endeavor rx stent deployed during the same procedure (MFR report# 2953200-2009-01358). The procedure was completed with no issue. However, it was reported that 12 days post procedure, the patient presented with chest pain. Late thrombosis was confirmed. Although thrombus aspiration was performed and iabp was started, the patient died the next day due to myocardial infarction. The physician commented that possibility exist that the patient discontinued taking anti-platelet medication, but this cannot be confirmed. The device has not been identified as the root cause of the event. The use of endeavor rx is contraindicated in lesion at bifurcation. Also stent thrombosis is listed as an inherent risk of a pci procedure.

Manufacturer narrative:
(Secondary intervention: thrombus aspiration, iabp), results: stent thrombosis; relevant stent implanted at bifurcation.